Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor is the external defibrillation that was reportedly given to the patient, the lifevest is not defibrillator proof. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for investigation into an appropriate treatment event, a reportable malfunction was found.